Event description:
A patient reported a delay in the touch screen response. There was no reported impact to the patient's blood glucose level. The patient declined follow-up with technical support and was in the process of obtaining a new tandem device, as the current device was out of warranty.